Event description:
Ous MDR - inappropriate shock deliveries with high-rate oversensing were reported after an implantation time of about 23 months. No worsening of the patient's state of health was reported.

Manufacturer narrative:
Ous MDR - the analysis of the lead discovered fraying of the insulation 24 cm distal of the connector pin, as well as fraying of the coating of the rope conductors at just that site. This damage manifestation is with high probability to be regarded as the cause for the clinical complaint. The fraying of the insulation requires excessive mechanical load at the lead. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and excessive friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide information about the positional relationships of the implanted system in the body, were not available for analysis. The deformation of the fixation is probably due to the explantation process. No manufacturing error or material defect was detected at the lead during the analysis.